Event description:
It was reported that during an unknown procedure, the shaft sheath was damaged with the electrode. There were no adverse consequences to the patient. Device discarded.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.